Event description:
During evaluation of a returned spectrum pump, the device was found with the missing direction of flow center shim. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the direction of flow center shim was missing. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was direction of flow center shim was missing. The direction of flow label required to be replaced at case shimming to address this issue. Should additional relevant information become available, a supplemental report will be submitted.